Event description:
On the (B)(6) 2010, synthes received power point presentations on nflex rods titled nflex broken rod images. Part 1 and 2 of the presentation show x-ray images from 18 different cases with no additional information provided. On the (B)(6) 2013 this power point presentation of 59 slides was sent to the synthes post market risk manager for review. The following is a summary of his findings. For case 11, as observed on the 6 month follow up image on slide 40, the implant has migrated and one part has loosened. This is a reportable malfunction. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Pre and post op x-rays taken - exact dates are unknown. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.